Event description:
Medwatch report explained that the leskell screws came out while surgeon was using instrument inside patient. Instrument was removed from operative field and screw was retrieved. X-ray done at end of case and it was negative for foreign body. Another set of disc instruments were opened and surgeon completed the case. There was no patient harm. It was also mentioned in a phone conversation that the instruments was more than ten years old. Customer is working on obtaining the device for investigation.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.